Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient (pt) is experiencing a hard time charging his implanted neurostimulator (ins). Caller clarified the ins is taking a long time to charge and has intermittent coupling. Caller stated the pt charged for almost 2 hours and the ins did not progress from 1/4 to 1/2. Pt has only reached fully charged ins once since implant. Caller stated the recharger is fully charged. Caller was not with the pt at the time of the call to troubleshoot. Pss reviewed considerations and using adhesive disks. Caller stated they use the holster, turned the antenna dial, and taped the recharger antenna in place. Caller stated the pt likes to lay in a reclined position and due to his condition he will slide sideways a bit and lose connection. Pt will see their healthcare provider at an upcoming appointment. Additional information was received stating the device had not been fully charged since (B)(6) 2020. They got sticky patches but the issue did not resolve.